Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the usb port was damaged and not charging the pump. Reportedly, the pump would lose and regain connection intermittently. The customer used multiple usb cables, however, the issue recurred. The customer's blood glucose was not impacted. Customer would continue to use the pump for insulin therapy.